Event description:
It was reported that the device was returned for repair. Per reporter, the event occurred after the device had been used on a patient. It was stated that it was impossible to extract the cassette and the lock was jammed. There was no patient involved. Analysis of the device found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing determined the device has a stuck latch. The investigation determined the reportable issue was the damaged dso seal. The dso seal and latch were replaced.